Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were some stored false atrial fibrillation episodes due to the same railing noise. For one shock, the sensing vector was set to the alternate sensing vector. The vector was then changed to the secondary vector then another inappropriate shock occurred. Technical services advised some testing options. The clinic was able to reproduce the noise during testing. An x-ray confirmed a good electrode connection to the pulse generator. The doctor elected to explant and replace both the pulse generator and the electrode. This was done successfully. There were no additional adverse patient effects.